Event description:
It was reported that during reprocessing, the subject flex video scope distal tip was separating from the scope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has cracked adhesive on the bending section cover located on the distal end. The most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.